Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient called to say they had their device explanted. They mentioned the implant was giving them too much pain and it just didn't work. They added that shortly after they had it put in, the device had gotten moved and the doctor readjusted it. They then said they moved and the doctor there removed it because it moved again. No further complications were reported or anticipated.